Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11 h6-component code- suggested code: mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision surgical notes: ongoing pain, stiffness, malrotated implants; effusion complaint is confirmed from the provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient had two repeat I&ds about one year apart. The patient underwent a revision due to instability and aseptic loosening. Subsequently, 2 years post revision the patient underwent a fourth revision due to ongoing pain, stiffness, effusion, and malrotation(tibial implanted in a sub-optimal position).

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported). 00588000600 nexgen size 6 precoat cemented tibial component lot# 65245303.